Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.11 on a pt. I-stat: (B)(6) 2011: 11:26 sample a collection; 12:04 sample a testing with result of <0.01 ng/ml; 12:34 sample b collection; 12:34 sample b testing with result of 0.11 ng/ml. No repeat testing performed on the I-stat. Centaur lab ctni testing: (B)(6) 2011 06:45 <0.006 ng/ml. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).